Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in the proximal lad due to nc balloon rupture. First, a balloon tamponade was performed and subsequently, the pk papyrus was introduced. The stent slid off the balloon. Another pk papyrus was implanted, and the perforation was successfully sealed. Later, thrombus formation noted in the lcx artery which was managed with aspiration thrombectomy and a des placement. Patient was admitted to the ICU. Post procedure, patient passed away on same day due to cardiogenic shock. The physician rated the death as not device related complication.